Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: (B)(6) 2022. Device evaluation: visual analysis of the photographs identified observed red biological tissue and red particles in the shell. The device is not rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.